Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, date of initial surgical procedure? Other relevant patient history/concomitant procedures? When was the ¿mesh extrusion 2 cm in vagina¿ first noted by a physician? Date and findings of cystoscopy? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. The cystoscopy was performed. The patient experienced a mesh extrusion 2 cm in vagina but there was no mesh in bladder or urethra. Following the consultation, the exposed mesh was excised on (B)(6) 2019. Device remains implanted. Additional information has been requested.